Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that, kept getting high pressure alarms, changed out tubing and finally it stopped. She noticed multiple dents in the tubing that kept alarming, left message for patient see if still available for return. No serial number or lot number available. No patient injury reported.